Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The connection cable between the c-arm and the workstation was replaced. The system was tested and operates as intended.

Event description:
The customer reported there was a communication failure between the c-arm and the workstation. No patient injury was reported.